Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.

Event description:
It was reported that via review of x-ray, the lead had pulled back. Upon explant, the helix did not extend completely.